Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, b3, g6, h2, h6, h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the complaint for increased gradients was confirmed based on medical record. Available information suggests that patient factors (ckd) likely contributed to the event as the patient had chronic kidney disease (ckd), which is a well-known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis with increased gradients. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported to the implant patient registry (ipr), 3 years, 8 months, and 29 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted and an alternate surgical device was implanted approximately 1 month later. The reason for explant is "stenosis" and increased gradients, though no ava was provided. According to the medical records, an operative note was provided for patient in which the previously implanted transcatheter aortic valve replacement (tavr) was explanted due to severe symptomatic aortic stenosis and was replaced with a 25 mm inspiris resilia valve. An echo provided pre-procedure showed 23 mm sapien 3 bioprosthetic aortic valve with mean gradient 51 mm hg, peak velocity 4.53 m/s with at 122 ms suggestive of valvular stenosis.